Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter prepplus 2 cytometry instrument's probe crashed and bent resulting in blood dispensing throughout the back of the instrument. The tubing that holds onto the probe became disconnected and kept dispensing sheath fluid. The customer cleaned the instrument with bleach solution. There was no death or injury to the operator as a result of this incident. There was no exposure to open wounds or mucous membranes and operator did not seek medical attention.

Manufacturer narrative:
Per the customer, the instrument is currently operational and did not show any error messages. A field service engineer (fse) was dispatched for this event and replaced the probe. The fse checked alignment and ran a self-test check on the instrument. Root cause is unknown at this time. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.